Manufacturer narrative:
Concomitant products: product ID: 3550-18, serial# (B)(4), product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lm39, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a lead introducer broke. The foramen was tight and when the doctor went to remove the dilator, part of the plastic of the introducer stayed in the patient. Another introducer kit was used. The lead was placed getting four out of four active electrodes. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-17253 for information regarding the patient¿s previous lead.